Manufacturer narrative:
On (B)(6) 2019, mentor became aware that wound infection and implant site hematoma were reported in addition to autoimmune disorder in the initial submission. Per clinician's review, wound infection and implant site hematoma have been removed from the patient codes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast implant rupture, sick feeling, discomfort in breasts, breast tingly sensation, breast pain, autoimmune issues, headaches, chest pain, weakness, palpitations, migraines, nausea, chronic fatigue, ringing of ears, memory loss, hair loss, brain fog, joint pain, difficulty swallowing, tremors, anxiety, depression, swollen eyes, inflammation all over the body, and poor concentration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and was presented with bilateral breast implant rupture, sick feeling, discomfort in breasts, breast tingly sensation, breast pain, autoimmune issues, headaches, chest pain, weakness, palpitations, migraines, nausea, chronic fatigue, ringing of ears, memory loss, hair loss, brain fog, joint pain, difficulty swallowing, tremors, anxiety, depression, swollen eyes, inflammation all over the body, and poor concentration. As a result, the device was explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.